Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported system self-check error has been completed. Data analysis: the console logs which showed a communication issue with the pbm (power battery manager) during the initial bootup. Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. Device analysis: the reported failure mode was reproduced during testing at the field service (fs). Upon bootup, the console rebooted automatically and showed the "system self check failure" screen. Visual inspection confirmed the pbm contamination. Which has impacted a neighboring rs232 communication channel. Root cause: the root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) displayed a "system self-check failed" error on startup. There was no reported patient involvement.